Event description:
It was reported when using the bd alaris pca administration set, the device experienced a damaged and defective product. The following information was provided by the initial reporter. The customer stated: defective product reported to me, bd pac tubing malfunction.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 30873 lot number 20096177 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.